Event description:
It has been reported to philips that, geometrical movement was not possible. System was not in clinical use at the time of event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnosis of planned coronary procedure and the procedure was aborted because of part failure. The philips field service engineer (fse) inspected the system onsite and confirmed that all the geometry movements were unavailable. The fse further investigated and found that the r cabinet dcps (direct current power supplies) was faulty and the r cabinet switch was not turned on due to the dcps failure. Review of the system log file showed that the misc io, geometry, collimator and the image processor had errors indicating malfunction in the power supply circuit. The fse replaced the dcps to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.